Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected a planned treatment procedure was performed when the issue happened. The procedure was completed in another lab. Philips remote service engineer (rse) connected with the customer and examined the system remotely. After reviewing the log, rse found there is an error massage that application mode cannot be started due to configuration. During troubleshooting, the field service engineer confirmed the error related log files, not a hardware or functional failure. No failure was identified, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system gave an alert indicating the geometry segment controller could not start, preventing geometry movements. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.